Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause could not be conclusively specified. Regarding the image, it has been confirmed that it was caused by damage to the printed circuit board. Since the printed circuit board had been used for about seven (7) years from the date of delivery, it was likely that the printed circuit board was damaged due to deterioration from long-term use. External force may have been applied to the picture in picture (pip) connector due to the damage. It was likely that the pip connector was damaged due to the application of external force.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The issue was due to a faulty printed-circuit board. Also found was a damaged picture in picture connector which had a broken pin, the top cover and bottom chassis on the housing were corroded and the software needed an upgrade. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus that during preparation for use, the evis exera iii video system center presented an error when used with a 180 series scope and did not work. No patient harm reported.